Event description:
It was reported that two days post implant, the patient presented to the hospital with syncope and occasional loss of capture on the ventricular lead. The parameters on the lead were reprogrammed and the patient was monitored overnight. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant product: 5086mri implantable pacing lead, (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.